Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a micra av implant procedure yesterday, due to documented rv lead noise in both bipolar and unipolar configurations. The patient also had syncopal events due to the rv lead noise and presumed inhibition of pacing. There was no additional information known regarding the recently discovered events. Technical services (ts) discussed the lead was reprogrammed for optimization during the implant procedure. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
B2. Outcomes attrib to adv event: hospitalization or prolonged hospitalization . Other serious (important medical events). H6. Impact codes: hospitalization or prolonged hospitalization f08.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a micra av implant procedure yesterday, due to documented rv lead noise in both bipolar and unipolar configurations. The patient also had syncopal events due to the rv lead noise and presumed inhibition of pacing. There was no additional information known regarding the recently discovered events. Technical services (ts) discussed the lead was reprogrammed for optimization during the implant procedure. No adverse patient effects were reported. The device remains in service.